Event description:
During attempts to deploy the stent, the tip of the brite tip sheath separated.

Manufacturer narrative:
Cordis has initiated an extensive investigation of this anomaly in order to determine the exact cause. In the interim, additional inspections during mfg have been instituted to prevent a recurrence of this anomaly.